Event description:
Report received indicated the patient experienced itching and intermittent redness and bumps on peristomal area under mass. The patient experienced the condition for an unknown period prior to complaint receipt. It was also noted that patient used a prescribed medicated skin prep and adhesive remover and changed device twice weekly. Treated with steroid for one week and topical steroid. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.